Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent far field r-wave (ffrw) oversensing which led to possible inappropriate mode switching. There was also intermittent t-wave oversensing (twos) noted on the right ventricular (rv) lead and a previous alert due to short interval counts (sic). The patient's night heart rate was high in the past week. Both leads remain in use. No patient complications have been reported as a result of this event.